Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to report any further issues.